Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. Inspection of the cannula found a kink 0.25" from the tip at the distal end. The infusion mechanism was activate which caused fluid to immediately flow from the cannula demonstrating that the cannula was not occluded. The customer stated in the case notes that a kink was found in the cannula upon removal of the pod from the skin. It is possible that the cannula pulled out during use which caused the kink, but this could not be determined. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report a pod which she did not think was delivering insulin correctly. There were no alarms from the pod or pdm. Her bg went as high as 485, at which time she removed and replaced the pod. When she removed the pod, she said the cannula appeared bent. The site (on her abdomen) looked normal and was not wet. The device is being returned for evaluation.